Manufacturer narrative:
(B)(4). Date sent 1/2/2025 . B3: only event year known: 2024 photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open case colorectal anastomosis procedure the stapler was used in and the extra staples were not formed. There was no harm to the patient. The procedure was successful.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2025. Additional information was requested, and the following was obtained: was the firing knob advanced at any point prior to initiating the firing? Was the firing knob in the home position when the cartridge was loaded? I do not know the answers to those questions.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Photo summary: this is an analysis of one photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a tissue with some unformed staples on it and the legs of the staple appears to be more opened than normal. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.